Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the medium-large clip applier instrument would not close completely to secure the clips. The customer used a backup instrument. The procedure was completed with no reported injury.

Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was analyzed and reported failure was confirmed. The instrument failed the clip test due to misapplication of the clip. The instrument was placed and driven on an in-house system. The instrument was able to retain clip through engagement but could not release the clip as commanded 1 of 2 attempts. Additional observation not reported by site: 1. The instrument was found to have a bent grip and the tip does not align with the other grip.